Event description:
It was reported that a beta bionics ilet user is having constant low blood glucose (bg) readings, 41 mg/dl. The user believes the doctor overcalculated insulin needs, and he is having to eat carb tablets. The user is off the pump for now and will reconnect with md/endo. Patient experienced sweating, anxiety, and "fuzziness" (i.e brain fog). No further patient harm or adverse event information has been provided at this time.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.